Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. No additional information was received regarding the outcome of the event.